Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical power cable disconnect alarms was confirmed via analysis of the submitted log files. The reported event of lines on the display was confirmed via analysis of the returned heartmate 3 system controller (serial number (B)(6). The downloaded and submitted system controller event log files captured atypical power cable disconnect alarms on 05feb2026 and 08feb2026. The alarms activated due to the relative state of charge (rsoc) voltage on the white power cable fluctuating below the alarm voltage thresholds. A driveline disconnect alarm was captured on 09feb2026 which appeared consistent with the reported controller exchange. These alarms did not impact the controller¿s ability to support the system as intended while the driveline was connected, and no other notable alarms or events were captured in the log files. The returned controller was connected to a test system monitor/power module and it was noted that the display screen had vertical white lines on the lcd screen, confirming the reported event. A system controller self-test was performed, and the controller passed. The power cables were manipulated by hand and no atypical alarms were reproduced. The controller was then connected to a mock circulatory loop for an extended period and supported the system without issue. The controller passed functional testing. The system controller was disassembled to inspect the internal components and no issues were observed. The screen was replaced with a test screen which caused the issue to resolve, isolating the issue to the screen. An additional self-test was performed and passed. It was reported that exchanging the system controller resolved the events. A root cause for the reported power cable disconnect alarms could not be determined. The root cause of the lines on the display screen was determined to be an issue with the lcd screen, although the cause of this issue could not be determined through this analysis. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, and heartmate 3 patient handbook, are currently available. Section 7 of the IFU, entitled ¿alarms and troubleshooting¿, provides instruction on how to identify and resolve power cable disconnect and driveline disconnect alarms. Section 8 of the IFU, entitled ¿equipment storage and care¿ addresses how to properly care for and maintain the equipment for proper use. Section 10 of the IFU and patient handbook, both entitled ¿safety checklists¿ instruct users to regularly inspect their equipment, including their battery clips, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had an external power disconnect alarm seen on (B)(6) 2026 at 17:30 after switching from wall power to battery power. A yellow wrench followed after the alarm. The patient's emergency backup battery (ebb) was reseated the week prior (cs-223240). The system controller display screen had lines obstructing areas of the display. The system controller was exchanged. Log files were sent for review. The log files captured routine events and the ventricular assist device (vad) and peripheral equipment were functioning as intended. No events were logged on 08feb26 at 17:30. It was communicated on (B)(6) 2026, that exchanging the system controller resolved the events.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.